Manufacturer narrative:
The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty within an unk lesion, the balloon was advanced over the guidewire and crossed the lesion. The balloon was inflated using an indeflator, however, the balloon ruptured at 10 atmospheres. The balloon catheter was removed from the patient's vessel without difficulty. There was no report of adverse consequence to the patient. Reportedly, there was no additional information available.